Event description:
A distributor reported a malfunction involving a cracked or shattered touchscreen on a pump, which rendered the touchscreen unresponsive and illegible. The event occurred in sweden, and it was confirmed that the problem did not cause the customer's blood glucose levels to exceed 500 mg/dl. To address the issue, the customer was advised to switch to a manual injection backup therapy and was instructed on preparing the pump for return. A replacement pump was arranged to be sent to the customer after confirmation of the shipping address.